Event description:
It was reported that the device exhibited technical failure 389 and technical failure 271. Complainant did not indicate that there was any patient involvement during the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device logs were provided to technical support for evaluation. The logs confirmed the ongoing occurrence of tf 389 alarms. A quotation for field service engineer (fse) evaluation of the ventilator has been dispatched; however, a response has not been provided by the customer.